Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 3006705815-2024-00012. Related manufacturer reference number: 3006705815-2024-00013. It was reported the patient's leads had migrated and experiencing ineffective therapy. The issue was confirmed via x-rays. Surgical intervention was undertaken during which the existing leads were explanted and replaced. Patient had his scs ipg replaced because the ipg was inoperable. Therapy was restored following the procedure.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.